Event description:
During the procedure, the generator received a solid tone with the instrument attached during a tissue transection. A second disposable was used and after a few minutes, the system would no longer function with hand activation. A third disposable and second handpiece were then tried, but the system received an error 5. The handpiece and three disposables are to be returned for analysis.

Manufacturer narrative:
Evaluation summary: the reported event has been confirmed. The hand piece was returned with a cracked nose cone. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument.